Event description:
It was reported that patient underwent total knee arthroplasty utilizing drill bits on (B)(6) 2011. During the procedure, two drill bits fractured when the surgeon was attempting to remove them from the patient. The surgeon retrieved the pieces from the patient's wound.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. In the event that biomet receives the device, it will be evaluated and a follow up report will be forwarded to the FDA.

Manufacturer narrative:
Evaluation of the returned device found the fracture surfaces to be mostly granular with multiple fracture planes. The fractures appear to be fast fractures, possibly caused by bending overloads.